Event description:
It was reported that the 2800 system table would not move up or down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer re-installed the leg extension during the service call. The system was found to be working as intended, and put back into service.